Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.59v. The voltage at last followup 3 months ago was 2.94v. The pacing output is 2.6v at .4ms in both chambers. The patient is 55% atrial paced and less than 1% ventricular paced. There has been no shock therapy. The charge time is 8.4 seconds and all impedances are stable. There is no history of prolonged magnet application.